Manufacturer narrative:
H2, h3) correction: the hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the ssd was returned to the manufacturer for analysis. Ssd was unable to log in to stealth. Screen was a black version of the "s tealthadmin" home screen without any icons. The reported issue was confirmed by the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: unk. A medtronic representative went to the site to test the equipment. The issue was confirmed through troubleshooting. The ssd was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the returned ssd was pending. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system could not transfer images. It was reported that a demo model navigated image was transferred; where the navigation system displayed "receiving dicom" then "exam is being transferred" and the prompt would not disappear and the progress wheel would continuously spin and finally would clear without the exam transferring. It was noted there was a green connection line in the equipment screen of the navigation system. While troubleshooting the reported issue, rebooting the navigation system did not restore functionality. Exams did not transfer between a medtronic imaging system and the navigation system. Additionally, a new image acquisition was performed and did not transfer over after bypassing the network bulkhead connector. The user then attempted to update the application software without resolution as the navigation system displayed an error message when attempting to update the program. The navigation system was then powered off and powered back on where an ubuntu grub menu appeared, and after following prompts, the menu was cleared. However, the issue would then recur preventing the uninstallation of the previous application software.